Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: at the time of start ventilator, inspected ventilator showing error 233003, 233001 (pvent_monitor autozero failed), 232002 (pvent_monitor defect), 231022 and unable to start ventilator no patient involvement.